Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 5076-52, (B)(6) 2009. (B)(4).

Event description:
It was reported that during the device change out procedure the physician thought he could see a change in the lead integrity where there may be a possible lead breach. The physician used a lead repair kit and the lead remains in use. There was no malfunction and no issues. No patient complications have been reported as a result of this event.